Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had received multiple insulin pump error alarm as well failed battery alarm. The customer¿s blood glucose was unknown. Troubleshooting was declined for insulin pump error. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.